Manufacturer narrative:
No nonconformance was found and recorded in the document ((B)(4)) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(4)). The meter that was shipped to (B)(4) on 2013/03/15 was used to re-examine its setting and all functions, and no malfunction occurred. Standby current (42.4 ua) of the suspected meter met acceptance criteria (< 55 ua). Because no information of strips were provided, suspected meters was used to re-test by any retained strips (lot#: d210611b-1) and any valid control solutions (batch# of level low: 9ah1a02 and exp. By 2022-02-28; batch# of level high: 0ah3a17 and exp. By 2022-12-31), respectively. Re-testing results as below met the acceptance criteria (level low: 30~75 ; level high: 230~340), and desiccants of the strip vial are still functional (orange color). 1 suspected meter w/ any retained strips: 64/60 (level low) and 277/292 (level high) as above, no non-conformance and malfunction of the suspected device were found. But patient used expired strip to test blood. Expired strips may cause inaccurate blood glucose readings. Warning information regarding not to use expired strips was disclosed in user's manual and strip labeling to avoid this problem. Furthermore, the expiration date was shown clearly on the strip label, strip box and kit box. Therefore, the root cause of the complaint resulted from user's improper operation.

Event description:
Caller stated that medical attention was sought on (B)(6) 2021 around 8:30pm at home. Caller stated that the end-user tested her blood glucose with her prodigy meter and she received a result of 181mg/dl. A normal result for the end-user for that time of day is usually around 80-100mg/dl. The caller stated that the end-user then started feeling sweaty and was unable to talk or move. The caller stated that she immediately called paramedics. There was no food drink or medication consumed while waiting for paramedics to arrive. Paramedics arrived around 40 minutes later and tested the end-user with their meter and received a result of 40mg/dl. The paramedics also tested the end-user with her prodigy meter and received a result of 187mg/dl. The paramedics gave the end-user oral glucose and transported her to (B)(6) hospital emergency room located at (B)(6). The caller does not recall what the endusers blood glucose was when she arrived at the hospital. The caller said the end-user was given sugar water and was treated for having a stroke at the hospital. The end-user was admitted to the hospital for 2 days. The caller also stated that the end-use was taken off glyburide 2.5mg twice a day while at the hospital. The end-user was told to follow up with her primary doctor when discharged and the caller did not recall what her blood glucose was prior to discharge. The end-user was using expired test strips at the time the caller was educated to not use expired products. No additional information was provided.